Manufacturer narrative:
(B)(4). Batch # n57j2p. Additional information was requested and the following was obtained: who fired the device and what is his/her experience? The surgeon, first time to use our product. Where did the surgeon find tissue with a partial cut line? Rectal. Were there any malformed staples in one area or circumferentially? One area, did not finish the firing, as fired and at the same time, the adjusting knob turned automatically. While firing the device, can you estimate how many rotations the adjusting knob turned automatically? Unknown, but the surgeon said the orange indicator was out of the green range how was the procedure completed? Suture was used to sew distal rectum. It was failed to preserve the anal sphincter. Used fistula to complete the surgery. Where in the green range was the device fired? Unknown. Did the surgeon receive any audible or tactile feedback in initial firing? No , the cutting washer was not cut off what is the current patient status? Is stable and left from hospital. The analysis results found that the ccs29 device arrived with no apparent damage. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. No damage on the adjusting knob was noted on the device during the analysis. The batch history record was reviewed and no protocols or ncr related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Batch # ni. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information was requested and the following was obtained: who fired the device and what is his/her experience? The surgeon, 1st time to use our product. Where did the surgeon find tissue with a partial cut line? Rectal. Were there any malformed staples in one area or circumferentially? One area, did not finish the firing, as fired and at the same time, the adjusting knob turned automatically. While firing the device, can you estimate how many rotations the adjusting knob turned automatically? Unknown, but the surgeon said the orange indicator was out of the green range. How was the procedure completed? Suture was used to sew distal rectum. It was failed to preserve the anal sphincter. Used fistula to complete the surgery. Where in the green range was the device fired? Unknown. Did the surgeon receive any audible or tactile feedback in initial firing? No , the cutting washer was not cut off. What is the current patient status? Is stable and left from hospital.

Event description:
It was reported that during an open rectal resection procedure after transverse rectum with a curved cutter stapler , used the device for colonic and rectal anastomosis. After the device was fired, found tissue with partial cut line and malformed staple line with irregular shape. During firing, the surgeon found the adjusting knob was rotating automatically. The cutting washer was not fully cut and the donut with malformed staples with irregular shape. Suture was used to sew distal rectum. The surgery delayed about 30 minutes. It was failed to preserve the anal sphincter. Used fistula to complete the surgery. The patient is stable in hospital.